Event description:
It was reported that the universal modular electric/battery double trigger handpiece handpiece failed. The staff involved int he case reported tha the hcp attempted to reset the battery which ddi not resume handpiece function. It was reported tha the incident did not negatively affect the patient or the procedure. Zimmer universal power equipment (zupe) sets/kits contain multiple battery power sources for available use/substitute as needed.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.